Event description:
It was reported that an ilet bionic pancreas was accidentally dropped in a bathroom and the device housing separated at the screen/bezel, after which a replacement was shipped and the user continued on backup therapy without interruption to blood glucose control. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting, use education, shipment of a replacement device, and remote data review via app synchronization. Investigation of this case revealed physical damage to the pump enclosure consistent with user-induced impact, with no reported alerts or alarms and no evidence of functional malperformance of internal components. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external impact and not a manufacturing defect.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.